Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticm5_12.6. -11.00/1.0/005 (sphere/cylinder/axis) into the patient's right eye (od). The lens tore/broke during injection/deliver into the eye. There was patient contact(lens touched the eye). No patient injury. The back up lens was implanted intraoperativly. This resolved the problem. Reportedly, surgeon may have caused problem loading lens.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm, vticm5_12.6. -11.00/1.0/005 (sphere/cylinder/axis) into the patient's eye. Claim# (B)(4).